Event description:
It was reported that the blades were not spinning during aspiration. A 2.1mm jetstream xc catheter was selected for use with a jetstream console for a lower extremity interventional procedure in the right superficial femoral artery. The first catheter (lot 22021502) completed priming and was inserted into the patient. Physician attempted to use the catheter and the aspiration was working, however, no motor sounds were coming from the catheter and the blades did not seem to be spinning. A 2.4mm jetstream xc catheter was then selected for use. The catheter also completed priming, and aspiration seemed to be successful outside of the patient, but the motor and blades on the catheter would not turn on. Another 2.4mm jetstream xc catheter was selected and the same issue occurred outside of the patient. The physician attempted the reset the system multiple times with each catheter, but the issue persisted. The procedure was completed using a balloon and stent. There were no patient complications reported.